Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic analysis revealed kinking/offset coils on the guide wire. The distal weld was present and appeared full and spherical. A white particulate was observed at the location of these offsets. After performing functional testing, additional particulate was observed exiting the cannula when inserting a lab inventory guide wire. Despite this particulate, the lab inventory guide wire was able to pass with minimal resistance. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced into the needle and resistance was encountered at the proximal opening of the needle cannula due to the kinking. A lab inventory guide wire was then advanced. Slight resistance was encountered; however, the guide wire was able to pass. It was noted that white particulate was observed exiting the cannula. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed a white particulate on the guide wire and exiting the needle cannula. This created slight resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.